Manufacturer narrative:
The device was not returned for investigation. This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: foreign material found inside the sterile packaging. Probable root cause: process. Uncontrolled environmental conditions. The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there looks to be some loose fuzz/plastic in the packaging.

Event description:
It was reported that there looks to be some loose fuzz/plastic in the packaging.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.